Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cervical dysplasia ((cin grade 2).), loop electrosurgical excision procedure and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue,"), abdominal pain ("abdominal pain") and back pain ("low back pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal infection, migraine, headache, dyspareunia, fatigue, alopecia, menorrhagia and vaginal haemorrhage outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: one essure coil was placed in each tube without difficulty with 3-1/2 coils visible on either side after deployment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: new pfs received- lot number was added.product indication was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cervical dysplasia ((cin grade 2).), loop electrosurgical excision procedure and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue,"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and back pain ("low back pain"). In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal infection, migraine, headache, dyspareunia, fatigue, alopecia, menorrhagia and vaginal haemorrhage outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: one essure coil was placed in each tube without difficulty. With 3-1/2 coils visible on either side after deployment. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: pfs+mr received: events infection (bladder/ urinary tract/vaginal) type: vaginal, migraines / headaches, dyspareunia (painful sexual intercourse), fatigue, hair loss, pain were added. Medical history, lab data, treatment drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cervical dysplasia ((cin grade 2).), loop electrosurgical excision procedure and pelvic adhesions. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced fatigue ("fatigue,"), abdominal pain ("abdominal pain") and back pain ("low back pain"). In may 2014, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6)2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). In (B)(6)2015, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal infection, migraine, headache, dyspareunia, fatigue, alopecia, menorrhagia and vaginal haemorrhage outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: one essure coil was placed in each tube without difficulty with 3-1/2 coils visible on either side after deployment. Lot number: a36518 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.